Manufacturer narrative:
Follow-up #1: date of submission 05/01/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box shows loss of prime warnings associated with a low non-zero force. On (B)(6) 2015 16:12 loss of prime; deliveries resumed at 17:03. A 24hr duration test was successfully completed with no loss of prime warnings being duplicated. The total daily dose adds up correctly and reflects the users programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. The force sensor calibration check showed the pump is detecting the correct force. Removed cover; force sensor pins seated and solder connections intact. There was no evidence of contamination or cracked force sensor traces. The force sensor calibration is in specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging multiple prime (loss of prime) issues. The reporter stated that the patient had a blood glucose (bg) between 18-19mmol/l with headache, grogginess, extreme drowsiness and symptoms of dehydration. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the bg excursion the patient experienced due to an alleged loss of prime issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.